Manufacturer narrative:
Not returned to manufacturer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.